Event description:
Resistance in the PICC 5 french double lumen to withdraw and take out the guidewire. Had resistance and twisting in the middle part of the catheter. Leakage and rupture occurred and a phlebotomy was performed in the patient to remove part of the catheter.

Manufacturer narrative:
Results of a device eval will be submitted in a supplemental report.